Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not find any deviations or anomalies. This device is used for treatment. The revision operative notes provided confirm that the patient underwent revision for failure of right total knee arthroplasty and for the recalled tibial component. During the surgery it was seen that other components were well fixed and there were no signs of infection seen. The tibia was removed and there was 50% of bone ingrowth and 50% of fibrous ingrowth seen. There were no compatibility issues noted. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.